Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported it was not possible to ventilate in volume mode. There was no report of patient involvement.

Manufacturer narrative:
According to additional information received from the third party service rep, a gehealthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The tubing in the advanced breathing system was dried, and the unit was returned to service.